Event description:
It was reported that after a pacemaker system implant, this patient received a chest x ray as part of the discharge procedure. The chest x ray confirmed this right ventricular (rv) lead dislodged into the right atrium. This rv lead was implanted in the left bundle branch. A revision procedure was performed and this rv lead was explanted. The electrophysiologist elected to place a new rv lead on the septum. No additional adverse patient effects were reported.